Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the electrode stayed inside the body while removing it from the arm. Customer used scissors to remove it, but was no longer able to see it. Customer was unsure if the sensor was still in the body. Customer was advised to speak to health care professional or go to nearest emergency room. The sensor will not be returned for analysis.